Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with an fra spacer at level l4_l5 size and l5_s1 size. Pt was also implanted with an anterior tension band (atb) at screw_l4_l, screw_l4_r, screw_l5_r, screw_s1_l, and screw_s1_r, with right screw at s1 (24mm). Patient had been experiencing pain for 46 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced vascular injury, regurging repaired primarily with sutures. This complaint is on the right screw at s1 (24mm). This report is 6 of 6 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number or part number was provided.